Event description:
It was reported to tyco health care/kendall in 2008 that a consumer had a problem with a dialysis catheter. Customer states: "this adapter cracked and the catheter was replaced".

Manufacturer narrative:
Per rn who stated: "the patient arrived from the clinic to the hospital with a cracked adapter. The catheter had been in between 6 + 12 months. An investigation is currently underway. Upon completion the results will be forwarded.